Manufacturer narrative:
The facilities engineer indicated that the bed is working properly at this time and he will not be replacing the power supply board.

Event description:
The facility engineer alleged that he noticed fluid ingress onto the power supply board.